Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. The epg is beyond its service life and its status is unknown. There was no patient involvement.